Manufacturer narrative:
Inestigation: the instrument was thoroughly checked and evaluated on our behalf at (distributor's purchasing office) by safety rep and senior instrument engineer as well as by dir: by means of the lot # 2230680 which is etched on the instrument and distributor's lot number data base, delivery can be traced back as follows: the instrument in question was mfg in a lot of 440 pcs and delivered to the distributor in 2005. We are able to trace back deliveries until december 31, 2002 and since then, a large quant of this article has been delivered to the distributor without receiving a complaint of this nature. Upon delivery of the instruments in 2005, they were thoroughly checked at distributor's incoming goods inspection, in order to fulfill following criteria: correct design, etching, measurements, surface quality, and overall performance. It was also checked, that there were no cracks or sharp edges. With a delivery of 440 pcs, a test quantity of 50 pcs was checked. Upon receipt of this instrument for eval, a hardness test was performed at distributor, resulting in a value of 47.9 hrc, which is well within the specified tolerance range of 44 - 48 hrc for this material. A thorough review of our production documents revealed no non-conformances in materials, mfg processes or any deviations whatsoever when comparing the device(s) with the master sample and/or engineering drawing. They passed the 100% quality and functional control prior to delivery. No material defects could be detected during visual inspection. The visual inspection, however, revealed that there is a crack between the remaining jaw part and the box-lock as well as stress crack corrosion (please see following pictures). Conclusions: based on our above findings we are of the opinion that either overstressing due to misuse/abuse of the instrument by the enduser resulted in the break or that the break could be a result of the stress crack corrosion. As to the stress crack corrosion, please find following general info (reference: red brochure "proper maintenance of instruments 8th revised edition, published by the working group instrument preparation").